Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes. 2 countershocks were administered. According to the rptr, subsequent to the second countershock, the device would not display the pt's ECG in quick look or any lead on the crt or the chart recorder. The pt was transported to the hosp, but was not resuscitated. According to the report, an attending hospital physician stated the alleged malfunction did not cause or contribute to the pt's death because the pt had been down for approximately 1/2 to 1 hour and was not viable.